Manufacturer narrative:
One opened pack was received. Visual inspection found the assembly dirty with fluid in the lines. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. The reported problem could not be duplicated.

Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Cassette tubing not irrigating, water did not flow. No patient impact.